Event description:
Additional information was received from the patient who reported that he had come in prior to having the pump explanted for a refill and the next day he had some kind of liquid coming out so he went back to the healthcare provider and the nurse told him that the liquid was coming out of the skin was because the pump itself was pushing through the skin.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving dilaudid via an implantable pump. The indication for use was non-malignant pain. It was reported that the healthcare provider reported the patient's pump pocket was infected, so they removed the pump last week and today, they removed the catheter and re-implanted a new pump and catheter and put the pump in a different location. The reporter was not sure if cultures were done to determine type of infection and stated the patient also had diabetes and that there was always a "sore" near the pump pocket since it was replaced in 2023 and over time the pump, "worked its way out of the pocket".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.